Manufacturer narrative:
Further information was requested but not received.

Event description:
During a remote follow-up, the app was unable to be paired to the device due to a suspected bluetooth (ble) malfunction of the device. No intervention has been performed at this time. The patient was stable and will continue to be monitored.

Event description:
Additional information was received that when the device was interrogated, bluetooth (ble) telemetry lockout was observed.

Manufacturer narrative:
The results of the software analysis are inconclusive since no additional information was obtained to investigate. Based on the information received, the cause of the reported incident could not be conclusively determined. If additional information is received, the analysis will be re-opened and reassessed.

Event description:
Additional information was received that when the device was interrogated, bluetooth (ble) telemetry lockout was observed due to excessive telemetry. The implantable cardioverter defibrillator was interrogated, and the ble was enabled.

Manufacturer narrative:
Correction: b5 in follow-up number 2 submitted on may 26, 2022, should have been: additional information was received that when the device was interrogated, bluetooth (ble) telemetry lockout was observed due to excessive telemetry. The implantable cardioverter defibrillator was interrogated, and the ble was enabled.